Event description:
Customer reported an event description: post thoracotomy pt was receiving multiple pain medications requiring a continuous pulse oximetry. The pulse oximeter failed to alarm to notify the rn that the pt's oxygen saturation level dropped to 48%, once rn noticed, she intervened by calling a code blue for assistance. The pt was intubated and transferred to the intensive care unit. The pt was extubated the following day and has been discharged at this point in time without any permanent damage.

Manufacturer narrative:
(B)(4). No product returned to covidien. The product is at end of service and without parts available to send to the customer for repair. A similar investigation has been performed in 2936999-2011-00137, (B)(4). Covidien has made multiple attempts to contact the initial reporter, but has received no further info.